Event description:
I am a cancer survivor who underwent bilateral mastectomy in (B)(6) 2011, with reconstruction via under muscle ex-panders. My implants, allergan style #45 were inserted (B)(6) 2012. I have been on disability for 5 months beginning (B)(6) 2018 with a variety of illnesses ranging from flu, food intolerance, partial internal obstruction; gut infection, diverticulitis, pancreatitis, post infectious ibs, bacterial infection, sinus infection, chest infection, tooth infection, partial bowel obstruction; I had 2 molars removed due to infection which spread to sinus and left eye. Throughout the illness my chest my inflamed. I saw the plastic surgeon ((B)(6)) in (B)(6) 2012 as I had concerns that the series of debilitating illness related to my implants. He dismissed my concerns and did not authorize an MRI. I went to my general practitioner (B)(6) and he authorized an MRI which found capsular scarring and wrinkles although the implants appeared intact. I researched my symptoms and came upon (B)(6) and had so many parallel complaints (edema, hair loss, chronic neck and back pain, burning tingling sensation in my arms, joint pain, persistent nagging cough, cold, twitching. Gastrointestinal and digestive issues. Sudden food intolerances and allergies. Smell or chemical sensitivities, new or persistent infections - viral, bacterial, reoccurring infections. Throat clearing cough, difficult swallowing, choking feeling. Chronic inflammation, feeling like you are dying, headaches, dizziness, and migraines, mood swings, thyroid symptoms, autoimmune response diagnoses. I found a new plastic surgeon who was willing to perform a full en bloc total capsulectomy surgery, (B)(6). On (B)(6) 2018, I underwent explant removal of the implants and my instincts were correct as the right implant was ruptured. I was diagnosed with capsular contracture breast implant (t85.44xa) history of malignant neoplasm of breast (z85.3) postop diagnosis: these implants were reported to be leaking by the md dr (B)(6), pathologist at (B)(6) has the implants and will only release on subpoena. Right breast implant lot #2105882 - breast implant, for gross description/diagnosis only - 88300; left breast implant: breast implant, for gross description/diagnosis only- 88300. I am shocked and dismayed at the lack of acknowledgement of the devastating effects of breast implants as well as the lack of treatment options in mainstream medicine for this debilitating illness. My chest is indented from the weight of them. My lungs are functioning at half capacity due to the compression on my chest and I have ongoing toxicity and gut issues as well as a host of other issues. Thank god for sites that tell the truth. I intend to pursue legal resource and compensation against the implant MFR and join a real world evidence trail to get these devices banned. Exploring alternative medicine as they have treatment options to detox from the chemical excretions of the outer shell as well as the silicone contents that leaked into my body for unk period of time. I have been unwell and prone to any viral of other illness for the past 4 years. Could not even get toxicity screenings done via general practitioner. Disgusted at the blind eye the industry turns to this as it is FDA approved. It is criminal how many sick women cannot get treatment as insurance will not authorize en bloc explant without replacement unless you are fortunate enough to have the implants inserted as a cancer reconstruction. We cancer survivors get sicker sooner as these toxic bags of poison are up against our chest walls and the toxins, which would not be used individually on any human, leak directly into our organs. In addition I am now at high risk for alcl cancer and must revisit an oncologist after being cancer free for 7 years. Please take note of my story and thousands of other like victims and take action to ban all breast implants before they kill people. I thought I would die three times in the past 5 months. This illness has wrecked more debilitation to my body and overall health than breast cancer did. I want to stop this happening to other women.